Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a dexcom sensor that was not paired, during which the system did not display glucose values and the user remained connected to the infusion set; the caregiver administered 12 units of fiasp subcutaneously and the user was advised to disconnect for 90 minutes, after which glucose trended down. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no need for assistance beyond caregiver support. Investigation included review of device data and user reports. Investigation of this case revealed sensor pairing failure leading to lack of cgm data display and multiple meal announcements that could have contributed to insulin dosing mismatch, with reported adhesion issues causing prior infusion set losses. It was concluded that hyperglycemia occurred in the setting of unpaired sensor and user interaction factors, with the device functionality restored after sensor pairing and temporary disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.